Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. Bench, automated electrical test, and humidity testing was performed. No anomalies were found. All functional measurements and battery current drain measurements were normal. The cause of the battery depletion was undetermined.

Event description:
The device was unable to interrogate. Hence, the device was explanted.